Manufacturer narrative:
Alternate medical device type: fpa. Alternate common device name: intravascular administration set. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was observed. Additionally, retention samples were selected for evaluation and upon test completion, the customer's indicated failure mode was observed. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that a bd vacutainer® push button blood collection set experienced blood splatter and hemolysis. No report of serious injury or medical intervention.